Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant medical product(s): 419478 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high pacing impedance. The lead remains in use, however the physician plans to replace it in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that impedance rises had set off an alert for high impedance, and that there was a possible lead fracture. The lead was explanted and replaced.